Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well. Explanted ipg was discarded.